Manufacturer narrative:
Device evaluation: the v60 vent was received at the international service center for evaluation. The service technician reviewed the diagnostic event log and identified occurrence of reported high o2 supply pressure alarm and oxygen pressure sensor range error. Run-in test was performed but the issue was not duplicated and no device malfunction was identified. Resolution and disposition: unit was checked comprehensively but no issue was identified. No parts were replaced.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the v60 unit was to be used in the hospital and o2 piping was switched to oxygen bottle with manifold. High o2 supply pressure alarm was indicated, then biomed switched from piping to oxygen bottle but alarm could not be reset. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.